Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral procedure in the aortic position, there was ¿moderate resistance¿ during insertion of the ultra delivery system through the axela sheath. There was no difficulty tracking over the arch, positioning was easy with releasing of compression forces and the valve was implanted (80:20) without problems with good result. Retrieval force of delivery system through the sheath was ¿moderate.¿ an angio of the vessel showed a dissection near the ¿puncturing side.¿ a pta balloon was used and self-expanding peripheral stent was implanted. The patient condition was stable. The device is not being returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The axela sheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The imagery provided by the site shows full valve deployment. As it¿s evident by the imagery there is some tortuosity and calcification present. However, the valve was able to be deployed properly. Additionally, provided imagery does not show the delivery system resistance through sheath, access vessel with calcification and tortuosity present, and the balloon deployed properly. During manufacturing, the device and its components were inspected/tested several times. During patch bonding of the inner member of the sheath, the devices are 100% visually inspected. During outer jacket assembly the devices are visually inspected. During and after shaft seal bonding the proximal end of the shaft folds are inspected. The outer jacket is visually inspected. The proximal end of the shafts was flared and inspected for length. During sheath shaft inspection on the component level the shafts and the shaft tip undergo 100% visual inspection by both manufacturing and quality. During final sheath assemble inspection, the devices are 100% inspected by both manufacturing and quality. In addition, during product verification (pv) testing, samples undergo testing for insertion force for both shaft body and shaft tip. The lots passed the specific criteria. These inspections indicate that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. The device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to these events. Review of lot history for the work order number revealed additional complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿. The devices are pending evaluation. A review of the complaint history from may 2018 to april 2019 revealed other returned complaints for ¿sheath shaft- resistance with delivery system, bc¿ (model 9630es14 and 9630es14a). However, no manufacturing non-conformance's were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for all the trend category. The IFU for axela, the sapien 3 ultra system IFU, edwards sapien 3 ultra device preparation manual and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. The procedural manual instructs on delivery system insertion through sheath: using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops, keep loader completely inserted in sheath until just before delivery system removal at end of procedure, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed as no device was provided. Due to the unavailability of the device, no manufacturing nonconformance's were identified, and a review of the complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Further, a review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect nonconformance's related to the complaint events. No IFU/training deficiencies were identified. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. This can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. Incomplete advancement of the loader could also result in the resistance felt upon insertion. As calcification and tortuosity can cause challenging and constrictive pathways for the sheath to go through additionally, procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned. In this case, available information suggests that procedural patient factors (calcification /tortuosity) and/or procedural factors (improper flushing/incomplete advancement of loader) may have contributed to the complaint events. However, a definite root cause was unable to be determined at this time. The cause of the femoral artery dissection is unknown, however may be due to patient factors (tortuosity, calcification) and/or procedural factors (device manipulation, moderate retrieval force). A review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for all the trend category. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. No corrective or preventative action is required.